Event description:
Irregular flap was produced when cutting the corneal flap, using the microkeratome. The doctor elected to postpone the lasik procedure. The flap was repositioned. The patient was sent home.